Event description:
The isolette malfunctioned and the baby got overheated. The device was removed from the pod and work order placed. Baby monitored and the temperature came back to normal. There was no harm to the child. Biomed tested device, and could not duplicate problem. Unit was run over night with no alarms or malfunctions and all required tests passed within normal operating parameters.